Manufacturer narrative:
The reported 72202602 twinfix ultra 5.5mm plla/ha 2 ubwht/bl, used in treatment, returned for evaluation. The information provided states: ¿during a shoulder rotator cuff repair, the twinfix anchor factured and the suture pulled out¿. Visual assessment confirms breakage. Breakage is visible on the tip of the anchor. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site with the appropriate prep device. Excessive force placed on the device during insertion. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Complaint history review indicated no similar allegations for the lot number reported. A review of the batch records was performed which confirmed no abnormalities were reported with this lot during manufacture. Product met specifications upon release to distribution. No further investigation is warranted.

Event description:
It was reported that during a shoulder rotator cuff repair, the twinfix anchor fractured and the suture pulled out, pieces were removed with tweezers. The procedure was completed using a back up device in additional bone hole. No significant delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.